Event description:
It was reported that on (B)(6) 2021, a 5/4 amplatzer piccolo occluder was selected for implant in a 5 month old, 4.9 kg patient with patent ductus arteriosus dimensions of: minimal diameter 3.7 mm, length of 7.7 mm and diameter at aortic ampulla of 9 mm. During the procedure the device was placed extraductal, and immediately after the occluder was detached from the delivery cable, the occluder embolized into the pulmonary artery side. The device was removed from the patient percutaneously using a gooseneck snare catheter and a 8mm/6mm amplatzer duct occluder was implanted instead with no adverse consequence to the patient. It took about 30 minutes to remove the piccolo occluder from the patient. No additional information was provided.

Manufacturer narrative:
An event embolization of the 5/4mm piccolo device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, artmt600061587 revision c , the correct size piccolo occluder for the measurements provided was a 5/6mm device, longer than the embolized device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. A CAPA was initiated for further investigation on the device embolization, per internal procedures.